Manufacturer narrative:
The camera cable was returned to isi and evaluated. The cable was found to have intermittent or broken connection. This complaint is being reported due to the following conclusion: the surgeon made the decision to abort the da vinci surgical procedure post-anesthesia after encountering a flickering video image issue.

Event description:
It was reported that during a da vinci surgical procedure, the surgical staff encountered a flickering video image issue when moving the camera cable. The surgical staff contacted intuitive surgical, inc. (Isi) technical support for assistance. The site indicated that all the cable connections were secure. However, while troubleshooting the surgeon got on the phone, requested for an isi field service engineer (fse) as soon as possible, and then disconnected the line. The following day on (B)(4) 2013, a fse performed a field evaluation at the site. Through troubleshooting, the fse was unable to replicate the reported vision. However, the fse replaced the camera cable and observed a surgical procedure performed by another surgeon. No issues were observed by the fse during the subsequent surgical procedure. The fse noted that when the vision issue had occurred, the surgical staff was unable to find their backup camera cable. The fse was able to locate that site's backup camera cable and advised the site to ensure that the cable was easily accessible. The fse indicated that the surgeon had made the decision to abort the da vinci surgical procedure due to the vision issue and after anesthesia had been administered to the patient. The fse indicated that the da vinci system was never docked to the patient. According to the fse, the surgical procedure was rescheduled for the next day ((B)(6) 2013). On (B)(4) 2014, isi contacted the risk manager from the site. The risk manager indicated that the rescheduled da vinci surgical procedure was successfully completed on (B)(6) 2013 and no operative complications were reported. The risk manager also stated that when the initial da vinci surgical procedure was aborted, no incision ports had been placed. According to the risk manager, there have been no recurrences of the reported vision issue.